Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain and rsd/causalgia-complex regional pain syn. It was reported that the patient had a previous ins that would turn off by itself and the stimulation off icon was displayed on the patient programmer. This was reported to occur intermittently. They reported that they could feel the stimulation turning on/off. The patient stated that the ins was replaced in 2012. Additional information has been requested regarding the actions and interventions taken, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient had not kept a diary, but the stimulation had turned off 4 times in a 4 weeks. The patient¿s stimulation was on all day and night. After checking the clinician programmer, it was confirmed that the stimulation was on during the times when the patient claimed it was turning off. There was no evidence that the stimulation was actually turning off. The patient had a different story each time she was in for an appointment. The patient claimed the recharger wasn¿t working, but the manufacturing representative confirmed that there was not a problem with the recharger.